Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician suspected that patient flipped the battery in the pocket causing the wires to twist and tangle. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg (sc-1160 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. There was no complaint toward the functionality of the device. It passed the functional test and revealed normal device characteristics. However, a review of the device data log confirmed that the low charge current, likely caused by device migration/depth/orientation-issue. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient's battery had flipped. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. Explanted ipg will be returned.

Event description:
It was reported that the physician suspected that patient flipped the battery in the pocket causing the wires to twist and tangle. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. The explanted ipg will be returned.